Manufacturer narrative:
Device evaluation the evo-fc-r-20-25-10-e device of lot number c1391433 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the IFU, the intended use is listed as follows ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used ¿for tubular gastrectomy with fistulous¿. This is a contradiction of the intended use and is therefore deemed abnormal use for treatment of altered anatomy. It should be noted that the instructions for use lists ¿reocclusion¿ and "obstruction" as a potential adverse event. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From the information available, the evo-fc-r-20-25-10-e device was used in altered anatomy "bariatric surgery and tubular gastrectomy". It was confirmed by our medical advisor that the abnormal use of the device could have led to the obstruction/occlusion. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial report, the patients experienced gastrointestinal obstructed prosthesis 27 days post procedure which was treated endoscopically. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6)2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2018 date of first implant for tubular gastrectomy with fistulous opening at the proximal edge of the suture with internal drainage. Benign fistula gastro-esophageal. Proximal stent end in distal/lower esophagus, distal end of stent in stomach. Gastrointestinal obstructed prosthesis 27 days post procedure treated endoscopically new stent placed (non-study stent). Cook evo sent. The site determined the event to not be related to the study device or procedure. The event was noted as resolved (patient recovered/stabilized). The patient exited the study after medical review through the required time frame, which was 30 days post-endoscopic stent removal. Patient/event info.